Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver, high voltage tank, and bakcplane. System operates as intended.

Event description:
Customer reported the system is not displaying an image. No pt injury was reported.